Manufacturer narrative:
Product analysis the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: d274drg ICD implanted: (B)(6) 2010; 5568-45 lead implanted: (B)(6) 2007; 6949 lead implanted: (B)(6) 2007.

Event description:
It was reported that the left ventricular (lv) lead was returned to the manufacturer after being removed and replaced for system upgrade. The lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.